Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution and blood is dried on the lens. The lens is cut into multiple pieces. The lens was cleaned with lphse. A scratch is observed on one piece of the lens that would be in the center of the optic on the posterior side. The customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was opened, not used because the iol was scratched. Additional information was provided indicating that there was no patient contact. The procedure was completed with another iol with no patient harm.